Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located on the right side. The max diameter was 7mm, and the neck diameter was 3.5mm. The patient's vessel tortuosity was moderate. The landing zone was 3.5mm distal and 4.8mm proximal. Dual antiplatelet treatment was administered. It was reported that after securing the distal aneurysm with the navien catheter and the microcatheter and the guidewire, the sleeve was removed with m1, but the distal pipeline was not deployed. It was repeated several times but it does not work, so it was lowered to the deployment position. The distal end was expected to expand during deployment, and deployment operation was initiated. However, the twist around the curve of c3 could not be removed after trying many times and the distal portion could not be expanded at all, so it was decided to collect the product. The replacement pipeline size was reduced by 1, and the distal end was deployed without any resistance. There was no twist and it was placed without any problems. The middle of the pipeline had been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other steps were taken to open the device. The patient did not experience any injury or health damage. The devices were prepared according to the inst ructions for use (IFU).